Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. H6: investigation summary: customer returned one 0.3ml 32ga x 4mm syringe in a clear ziploc bag. The user reported that both a needle and a shield were found to be bent. The returned syringe visually inspected and observed damaged barrel tip and needle hub stuck in the shield separated from the barrel. No issues were observed with needle bent from the returned samples. Due to the batch being unknown, no DHR review can be completed. Based on the return samples, embecta was able to confirm the customer indicated issue. A definitive a definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe hub was deformed and separates. The following information was provided by the initial reporter, translated from japanese to english: bdj found that the needle hub was deformed and separation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe hub was deformed and separates. The following information was provided by the initial reporter, translated from japanese to english: bdj found that the needle hub was deformed and separation.